Event description:
Patient presented in the hospital for a generator change due to normal eri. The physician used electro cautery causing the patient to experience asystole, an output anomaly was noted. The physician refrained from using cautery for the rest of the case. The device was explanted and replaced. The patient did not experience any issues post procedure and was released.

Manufacturer narrative:
(B)(4).